Event description:
During an in clinic follow-up, episodes of noise which resulted in post-paced t-wave oversensing were observed on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.